Event description:
It was reported that a malfunction alarm occurred with the pump, specifically displaying malfunction code 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappears, which the customer acknowledged and understood.